Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed what appeared to be a piece of the plastic port inside the solution. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container contained a particle. The particle appeared to be a piece of the plastic port. This was discovered prior to the device leaving the pharmacy. The bag was spiked with non-baxter tubing and filled with nafcillin. There was no patient involvement. No additional information is available.